Manufacturer narrative:
H2: analysis submitted under regulatory report #3006544299-2020-00264 is related to the reported event. Any further analysis will be submitted under that report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Software logs were reviewed, and no failures were found. See regulatory report # 3006544299-2020-00264. For information regarding system service, including applicable codes. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used sacroiliac and thoracolumbar procedure. It was reported the during a case they took a spin while holding the button down the entire time. When the exam was being transferred, they received an early termination error, however they had 192 slices. They decided to proceed with this with this exam. However in the case they were 3 cm above the anatomy. They were operation on l3 and the frame was clamped to s1 , the closer they moved to the frame the more accurate they were. They decided to move the frame to l3 and take another spin, however they received a different early termination error and they did not have a complete spin. They toggled between 2d and 3d before take a 3rd spin that received the first early termination error. With this spin they were able to proceed and continue with the case.